Event description:
It was reported that this inflatable penile prosthesis (ipp) exhibited inflation issues and pump dimpling. A replacement surgery was performed. There were no patient complications.

Manufacturer narrative:
The implant date was unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.